Event description:
A user facility returned the olympus, model urf-p6r, uretero-reno fiberscope to olympus for repair due to a report of "broken fibers." There was no patient injury, associated with the event, reported to olympus. Upon inspection and testing of the returned device, sticking out of broken metal wires from the inside was noted. This report is submitted due to the finding of metal wires protruding from the inside, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the bending section was broken and metal wires were noted protruding from the inside. Additional evaluation findings are as follows: 1.) Deterioration or breakage of the adhesive; 2.) Deformity or collapse of the bending tube; 3.) Defects of the insertion tube-non bending section; 4.) Air/water leakage from the channel; 5.) Image problem; 6.) Air/water leakage from the distal end; 7.) Pierced / cut or scratch of the bending section; 8.) Defects of distal end plastic cover; 9.) Perforation of the channel caused by endotherapy accessories (handling problem). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The information included was inadvertently left out of the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the metal wires were protruding because the user manipulated the subject device by applying excessive force to the bending section. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the reported event (broken fibers) was discovered during a diagnostic cystoscopy with stent procedure. The procedure was completed using the subject device without delay. There was no patient harm or consequence reported as a result of the event.